Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a uterectomy procedure (removal of the uterus) on an unknown date and suture was used. During the procedure, the needle broke at the tip. No pieces of the needle were left inside the patient and there were no adverse patient consequences.